Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged the issue began on (B)(6) 2010 (time not specified). The patient manages her diabetes with an insulin pump; however, the patient denied taking any action in response to the alleged meter issue. The patient also denied testing with another device. As a result of the reported issue, the patient claimed she developed symptoms of shaking, numbness, and palpitations one week later and was administered food and/or drink as treatment from a non-health care professional on (B)(6) 2010. At the time of troubleshooting, the csr noted the battery in the subject meter did not need to be replaced, there was no misuse of lfs product, and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue, allegedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began, and was reportedly treated by a non- health care professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.